Event description:
It was reported that the customer was at the doctor's office due to high blood glucose. It was stated that the customer was experiencing unexplained high glucose continuously and received multiple no delivery and motor error alarms. Troubleshooting was performed. It stated that the customer had been off the insulin pump. The programming, time, and date were correct. Reviewed the alarm history and the no delivery alarm was confirmed. It was stated that the infusion set was changed every night for two weeks to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's recent glucose reading was 236 mg/dl, and she has treated with a manual injection before calling. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.